Manufacturer narrative:
After the evaluation was noticed that the item received is different from the item reported on guarantee form by the complainant. Therefore, the lot number was not considered. Considering the surgical methodology, it was seen that the dentist has used sequence of drills different than the one recommended for the implant installation. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form and visual conference of the product returned by the dentist.

Event description:
(B)(4) ¿ the dentist reported that 6 months and 1 day after the dental implant was installed in intraoral region 2#, its loss of osseointegration was observed. Moreover, 45n.cm of primary stability was achieved and immediate implant was performed.